Event description:
It was reported that patient received inappropriate anti tachycardia pacing and high voltage therapy for atrial fibrillation with rapid ventricular response. The issue was resolved with programming changes and medication. Patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.